Manufacturer narrative:
Medical device lot #: 6358770. Medical device expiration date: 12/31/2021. Device manufacture date: 12/23/2016. Medical device lot #: 6015877. Medical device expiration date: 01/31/2021. Device manufacture date: 01/15/2016. (B)(6). Results - bd received one sample from each lot from the customer facility. Conclusion - an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the safety shield of the bd vacutainer® eclipse¿ blood collection needle separated. This left an exposed needle. No injury or medical intervention reported.